Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer found 1 syringe needle shield hard to remove. When it was removed, the needle hub assembly came off too.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer found1 syringe needle shield hard to remove. When it was removed, the needle hub assembly came off too.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-may-2022. H6: investigation summary: customer returned (2) loose 0.5ml bd insulin syringes from lot# 0349289. The consumer reported that 1 syringe needle shield was hard to remove, and when removed the needle hub assembly removed too. The returned samples were examined, and both syringes featured a properly attached hub assembly. Both syringes were tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1, 2.31. Sample 2, 2.87. Both samples tested within specification, and no hub separation was observed. The alleged issues could not be confirmed based on the syringes provided. A review of the device history record was completed for batch# 0349289. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.